Manufacturer narrative:
(B)(4). One unit of visistat 35r (p/n 528135) and one fully formed staple were returned for investigation following a report of "misfire/jamming - staples not firing." Visual examination of the returned stapler showed the staples to be properly aligned and the trigger not engaged. The device contained 26 staples remaining in the cover block, indicating partial use prior to return. Evidence of use, including biological material, was present on the device. Dimensional inspection was not required as part of this investigation. Functional testing was performed by actuating the trigger to fire the remaining staples. Upon full trigger engagement, the first staple fired freely into the air and formed properly. The device was then fired into a simulated skin pad to replicate clinical use conditions. All remaining staples deployed, engaged, and closed properly without difficulty. No functional abnormalities were observed during testing. No additional testing was required. A device history record (DHR) review could not be performed because the customer did not provide a lot number for the returned device. The applicable instructions for use (IFU l02644, rev. 03) were reviewed and state that, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Based on the visual and functional inspection performed, the reported issue of "misfire/jamming - staples not firing" could not be confirmed. No functional issues were identified with the returned device, and a probable root cause could not be determined based on the available information. Teleflex will continue to monitor and trend complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the staples jammed and did not come out from the stapler during use. Therefore, it was replaced with a new unit to complete the procedure. No injury to the patient occurred. The same issue occurred in 2 kits, but it was unknown if they had been used on the same patient or different patients." 2 units involved. Associated mdrs: 3003898360-2025-00889.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Although a lot number was not reported, one potential lot number was found through the sales history. A device history record review was performed on the potential lot number, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the staples jammed and did not come out from the stapler during use. Therefore, it was replaced with a new unit to complete the procedure. No injury to the patient occurred. The same issue occurred in 2 kits, but it was unknown if they had been used on the same patient or different patients." 2 units involved. Associated mdrs: . 3003898360-2025-00889.